Event description:
Manufacturer received a report from a facility that the enduser was allegedly being transferred from chair to the bed when "the bolt that attaches the arm to the scale came off". As a result of the incident the enduser sustained soft tissue injury to the back and shoulder, which is not defined as serious injury.